Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A published clinical study [marra (2023)] describing vascular access using the merit mak system. Two cases of common femoral artery occlusion occurred following 5 fr sheath placement; both revascularized through collaterals. One patient experienced hepatic artery dissection/rupture leading to shock and death; device contribution not identified, but access temporally associated. No device malfunction reported.